Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod reportedly alarmed during wear. The patient was treated with insulin and potassium infusions. Basal and bolus settings were changed on the personal diabetes manager (pdm) by the doctor. The patient was released after 4 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.